Event description:
Guidewire was too dry, difficult to keep hydrated. Due to this problem, coating sheared but did not detach.

Manufacturer narrative:
The involved device was returned to the mfg facility. Visual and functional eval of the device did not indicate any product defect. The functional testing under simulated use conditions determined that the probable cause of the skimmed coating was related to use of the guidewire with a metal-hubbed catheter, and/or insufficient wetting of the guidewire surface.